Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted with a driveline exit site infection (dles). The patient began to have "connect to power" alarms while on battery clips. This had occurred the day prior as well, and the clips had been exchanged. When evaluating, the patient had "connect power" alarms from the black cable intermittently when connected to clips. This occurred on two different clips but not at all on the white power cable. The black power cable was wiggled around a lot while on wall power, but the alarms would not reproduce. Log files were sent for review. The event log file captured "no external power" events (B)(6) 2026 at 0912, 2(B)(6) 2026 at 1233, and (B)(6) 2026 at 1624 while using battery power. These events occurred when the white power lead was disconnected relying on the black power lead to power the controller. Some random ¿connect power¿ events were seen as well on the black power lead.

Manufacturer narrative:
Section d6a: date of implant was inadvertently populated in the initial report; the device is not implanted. Manufacturer's investigation conclusion: the reported event of power cable disconnect and no external power alarms on the system controller (serial number (B)(6) was confirmed via log file analysis. The log file captured from the beginning of the data capture, a no external power and power cable disconnect alarm active. The white power cable was disconnected, and the bus voltage in the black power cable had decreased below the alarm threshold, which caused the alarms. The backup battery activated as intended during the loss of power and supported pump operation until external power was restored when the white power cable was reconnected to a power module. The no external power alarm resolved, but the power cable disconnect alarm condition remained active as the bus voltage in the black power cable remained under the alarm threshold. This alarm resolved when the bus voltage in the black power cable returned to its expected value. Two other instances of no external power and power cable disconnect alarms due to the white power cable being disconnected while the bus voltage in the black power cable fluctuated below the alarm threshold were captured on 21jan2026. The backup battery functioned as intended in each instance to support the system during the loss of power. The log file also captured intermittent instances of the bus voltage in the black power cable decreasing below the alarm threshold briefly and self resolving. No other notable events were recorded. The pump operated as intended within the expected speed range throughout the data capture. Multiple attempts were made to obtain additional information regarding this event; however, no responses were received. The root cause of the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including power cable disconnect and no external power alarms, and the actions to take if the issue does not resolve. The heartmate 3 IFU, (section 8, ¿equipment storage and care¿), provides instruction on how to properly care for the equipment, including the system controller. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.